Event description:
The screw was irritating the pt; therefore, it was removed and replaced with another screw because the fracture was not yet healed.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to review of the info provided, as the lot number required to review the device history records was not provided. Provided info states the screw was irritating the pt and was removed with another screw due to the fracture not yet healed. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.